Manufacturer narrative:
This report is for an unknown prodisc c implant/unknown lot. Unknown part number, UDI is unavailable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical prodisc-c study patient reported some left-sided trapezius spasms noted. This report is for an unknown prodisc c implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of a left sided trapezius spasms. The spasms were mild in severity. The investigator noted there was no implant involvement, and it is the professional opinion of the investigator that the event is ¿definitely not¿ related to the type of surgery or the implants. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of a left sided trapezius spasms. The spasms were mild in severity. The investigator noted there was no implant involvement, and it is the professional opinion of the investigator that the event is definitely not related to the type of surgery or the implants. If additional information becomes available, this determination should be re-reviewed by a clinician.